Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: carto 3 system; model #: m-4800-01; serial #: (B)(4). Evaluation methods: no testing methods performed; (B)(4). Results: no results available since no evaluation performed; (B)(4). Conclusion: device not returned; (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smarttouch bidirectional catheter and the stockert 70 rf generator and suffered an atrio-esophageal fistula that resulted in death. It was noted that a nurse relayed the procedure information to a biosense webster field representative who was not present at the procedure. The nurse indicated that the patient died as a result of an esophageal fistula secondary to radiofrequency ablation. The biosense webster field representative noted that the physician generally uses a smarttouch generation 2 f/j curve catheter with an esophageal temperature probe to help prevent esophageal injury. There is no information regarding medical or surgical intervention. There is no information regarding extended hospitalization. There were no issues with the catheter. Physician did not provide causality opinion. Additional clarification was requested on this event. However, no further information has been made available. Since this adverse event resulted in the patient's death, it is MDR reportable.